Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks on the pump casing near the battery and reservoir compartments. Customer's ketones went from 7 to 2.2. Customer then treated with the pump and her blood glucose was okay. Customer's mother stated that the customer went to the hospital about a month ago for diabetic ketoacidosis. Caller stated that the customer was hospitalized for high blood glucose. Customer's blood glucose was 17 or 18 mmol/l with ketones. Customer had shortness of breath, high blood glucose, loss of weight, and she was vomiting. Customer spent 3 nights in the hospital and was treated with IV fluids. The pump was removed and the customer gave insulin through needles. Customer was wearing the pump at the time of the hospitalization. Customer's mother stated that the customer is not feeling well now. Customer treated with the pump and changed the infusion set and reservoir. Customer was advised that the pump will need to be replaced to revert to a back-up plan.